Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed multiple abrasion marks along the lead body. In particular 14 cm distal to the is-1 connector pin the insulation was found rubbed through. Blood penetrated the lead in this area. The damage can be considered as the root cause of the clinical observations reported in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
On 3/7/2017 - we were notified that this lead was explanted on (B)(6) 2017 due to a possible fracture. Added the explant date and added another device code. The lead has not been returned.

Event description:
Noise on rv lead and decrease in impedance measurements. The lead remains implanted.